Event description:
End user stated that the crossbrace on the trex20rp wheelchair is bent.

Manufacturer narrative:
(B)(4). Should additional information become available for the patient a supplemental record will be filed.